Manufacturer narrative:
The tech replaced all brake and brake steer casters to resolve the issue.

Event description:
Tech alleged that the brake and the brake steer casters were ratcheting from side to side. No pt impact.